Event description:
The customer reported a broken shock button.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.